Event description:
The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt was not receiving the desired stimulation. The pt stated that when he walks, he feels weak in the front of this legs. He was concerned that the lead location needed to be revised in order for him to feel appropriate stimulation. The pt stated that he had turned off his stimulation at the request of the physician. F/u on the pt found that the pt has agreed to use stimulation when he is in pain. He is in the process of scheduling a consultation with his physician regarding the issue.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.